Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of failed battery test. The customer's blood glucose reading was 9 mmol/l. The customer stated that the battery ran out quickly. The customer reported that the battery cover was slightly dirty. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power loss error alarm and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. No unexpected failed battery test/failed battery alarms noted. The insulin pump received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.